Event description:
According to the available information, during the operations of opening and inspecting the lot item, it was noticed that the primary packaging of one of the two received items had a pronounced cut, presumably caused by the use of a cutting blade. It should also be noted that, on a previous delivery of the same item, a similar anomaly had been found on another package in our warehouse. In the absence of objective elements it wasn't determined its origin with certainty, they had initially thought that the damage could have been caused by internal handling operations. However, the identification of the same issue on the recently received shipment led them to believe that the previous incident might also be attributable to a problem that occurred before the material was delivered to their site.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.